Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated they experienced cgm and bg values that were 100 points off which resulted in going to the hospital for diabetic ketoacidosis. Event details were not provided. Additional patient or event information is not available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.